Event description:
The customer contact reported burn marks on the ac power cord plug. The pump was returned to the central supply department for an unspecified reason. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. During visual inspection at the user facility, burn marks were noted between the neutral and ground prongs of the ac power cord plug. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.